Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 05/2011. Electrode belt (B)(4): 06/2012. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A dist contacted zoll to report that a pt experienced an inappropriate defibrillation event on (B)(6) 2014. The lifevest treated the pt at 9:32:42. The post-shock rhythm was sinus tachycardia (101 bpm). Motion artifact and multiple counting of tall t waves contributed to the false detection. The pt was conscious and walking at the time of the event. The response buttons were used during an arrhythmia alarm prior to the treatment, but the buttons were not pressed during the alarm sequence leading up to the treatment. The pt continued to use the lifevest.